Event description:
Customer reported a high amount of invalid sars-cov-2 tma runs using assay lot 278522 on panther instrument sn (B)(4), which was leading them to question results. Hologic technical support (ts) reviewed six weeks' worth of logs to identify any potential causes for this trend. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed the logs and noted the runs failed due to low rlu values for the positive controls. Ts noted out of 34 runs, only 3 runs were invalid; all other runs processed without issue. Ts advised taking care when prepping the reagents. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present. This complaint where a customer provided six weeks' worth of logs containing 34 worklists (wls) is from over 12 months ago. At the time of the event, hologic concluded that the issue was due to reagent preparation errors. Hologic is electing to submit a single MDR for this issue as the information the customer provided does not enable hologic to make a decision on questioning samples.